Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the pce to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pce was analyzed and in the logs, error 319 was found indicating communication fault failure of node not present and confirmed that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This pce was installed, programmed and tested on the dv5 in house golden system at location pce 2 slot of the patient side cart (psc) cardcage where it triggered error 319 (communication fault of node not present) on usm compute engine (uce) 2. This unit was brought to bench test station and verified that the board didn't fully power up. Further troubleshooting was performed by using lt powerplay tool to check on the pce's, resulted there was no power coming through the printed circuit assembly (pca) board and was not talking to the board. The unit was checked on 6 test point (tp) and there were no voltage readings. No short, no solder defects and no damages were observed on the pca board components. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a non-recoverable error on universal surgical manipulator (usm) 2. System logs confirmed 319 errors originating from the usm compute engine (uce)/patient side cart (psc) compute engine (pce) 2. The technical support engineer (tse) instructed the customer to perform several hard restarts, but this did not resolve the issue. The customer was considering other options for continuing the case. The procedure was completing as planned with no reported injury.